Event description:
Customer reported that the unit has error code messages of machine and proximal pressure sensors failed and auto-zeroing of machine and proximal pressure transducers in post failed. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.

Manufacturer narrative:
Corrected.

Event description:
Customer reported that the unit has error code messages of machine and proximal pressure sensors failed and auto-zeroing of machine and proximal pressure transducers in post failed. The customer stated that there was no patient involvement.